Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure, the physician encountered that the set screws on the implantable cardioverter defibrillator (ICD) were deep seated at manufacturing. The physician was unable to get the leads into the device until he retracted all the screws in the header. The procedure was completed successfully using the same device without any issue. There were no adverse consequences to the patient.